Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she fell off her bed and had to go to the hospital. She was hospitalized on (B)(6) 2015. Her blood glucose level was 63 mg/dl. The customer delivered too much insulin and caused her blood glucose level to drop. The device was not returned.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via email that the customer was hospitalized because she gave herself insulin with a syringe as well as the pump. The patient was in the hospital for five days along with gastrointestinal issues.